Manufacturer narrative:
(B)(4). D11: biomet g7 3.5 mm hex screwdriver. Unknown part/lot/serial. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the shell and manhole cover (cover that comes off in order to place screws) would not separate. After attempts to disengage them, the manhole cover was stripped, and the shell became unusable. Another shell was used. No adverse events have been reported as a result of the malfunction. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified only 1 of 3 low profile plugs were returned with the shell, no apical plug was returned either. The 1 low profile plug was returned still threaded into the shell; the hex of the plug is visually stripped. No other damage was noted during visual evaluation. Measurements were within specification. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.